Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was experiencing unexplained high blood glucose levels. The customer's most recent blood glucose reading was 596 mg/dl. The customer also stated that she was hospitalized due to high blood glucose levels sometime between (B)(6), 2011. The customer did not recall the exact date. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.